Event description:
Same case as #2134265-2009-00418. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The target lesions were located in the proximal to mid left anterior descending artery (lad). The lad was 2.5 to 3.0mm in diameter. The lesions were predilated and a taxus express2 3.0x20mm drug eluting stent was placed in the proximal lad and a taxus express2 2.5x20mm drug eluting stent was placed in the mid lad. The stents were not overlapping each other. The stents were post dilated, resulting in 0% residual stenosis. Post ivus was performed and the procedure was successfully completed. Two days later, while still hospitalized, the patient experienced subacute stent thrombosis of the proximal portion of the 2.5x20mm taxus express2 stent. The thrombus was aspirated and the 2.5x20mm stent was dilated with an unspecified balloon. Timi 3 flow was established and the procedure was complete. The patient's condition improved and no further complications occurred. One week later the patient was discharged on aspirin, clopidogrel and cilostazol. It was the physician's opinion that "there might be possibility of stent malposition of the 2.5x20mm stent. Therefore, the relationship between the taxus express2 stent and the event would be unrelated."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.